Manufacturer narrative:
Immucor technical support used a remote electronic connection method to connect to the testing instrument on (B)(6) 2016. The expected positive test well which yielded an unexpectedly negative instrument output, was visually weakly positive.

Event description:
On (B)(6) 2016, a customer reported unexpected negative antibody screens when using capture-r ready-screen (3) on a galileo echo instrument.